Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness check failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image changes to a color bar or black screen (no image), and the watertightness check failed due to damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced an image change to a color bar or a black screen. There were no reports of patient harm.